Manufacturer narrative:
The lead was in use for treatment. The lead will not be returned for analysis; it was surgically abandoned/capped. As a result, the allegations against the lead (oversensing) cannot be confirmed. The lead was actively implanted for approximately 18 years, 8 months. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention procedure and may be destroyed. A root cause cannot be determined, as this lead is no longer manufactured and the last sale was in year 2005. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. The py instructions for use (IFU) informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also, the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
During routine follow-up sensing/detection issues were observed (oversensing) the ra (right atrial) lead was capped/abandoned; it was reported the lead will not be returned for analysis. A new ra lead implanted. The lead was actively implanted for approximately 18 years, 8 months.